Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : ongoing.

Event description:
It was reported that the users observed a water leakage in the device and that the temperature inside the patient compartment could not maintained as intended. The body temperature of the patient was found too low whereupon the users decided to replace the device. As per report, the event did not lead to health consequences for the patient.

Event description:
It was reported that the users observed a water leakage in the device and that the temperature inside the patient compartment could not maintained as intended. The body temperature of the patient was found too low whereupon the users decided to replace the device. As per report, the event did not lead to health consequences for the patient.

Manufacturer narrative:
This is a duplicate complaint confirmed by the customer and has already been reported by MDR # 2510954-2023-00010. H3 other text : ongoing.